Event description:
Customer reports while crushing the glass ampule of the coaguchek control vial the glass protruded from the plastic vial and punctured the finger. The wound was cleaned and no treatment was received. Customer was using gauze as directed in labeling.